Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family stated that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer reported that they cannot go into auto mode auto mode. The customer has not removed sensor the device will not be returned for analysis.